Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the pli is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article ¿coronary vasospasm triggered ventricular fibrillation delayed after radiofrequency ablation of the right accessory pathway.¿ doi:10.1093/europace/eup219. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a radio frequency ablation catheter: after a ¿successful¿ radiofrequency (rf) ablation, there was one (1) patient who showed transient st-elevation and one episode of ventricular fibrillation (vf) one hour post-ablation; the st-elevation returned to normal within a few minutes. Then ventricular fibrillation (vf) developed eight (8) hours later, (with no chest pains), which was terminated using an automatic external defibrillator. The vf was associated with a coronary vasospasm, per the author. The patient was given nitroglycerin to relieve the vasospasm. Per the article, ¿bi-planar angiography showed that the segment of coronary occlusion was very close to where the rf currents had been delivered for accessory pathway ablation.¿ the patient was discharged and has remained ¿free of cardiac events¿ for three years post-ablation. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. Information is provided in the future, a supplemental report will be issued.